Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multiple minimum fill notifications occurred after filling the cartridge with 240 units of insulin. Reportedly, a cartridge was filled and loaded successfully.